Event description:
Caller reported a malfunction on the pump, identified by code malf 15, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if issues persisted.